Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿the patient made a mistake of touch contamination¿. The peritonitis was manifested by abdominal pain. On an unreported date, the patient went to the emergency room for eight hours for the event of peritonitis and subsequently the patient missed their day exchange. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, intraperitoneally (ip) and fortaz, ip, for four days. At the time of this report, treatment with vancomycin was ongoing. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. It was reported that ¿the recovery process was very slow for the patient¿. Three days after onset, the patient was retrained in aseptic technique. At the time of this report, dianeal and extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.